Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit received with partially broken retainer, stained keypad overlay, cracked keypad overlay at select button, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and broken belt clip rails. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when broken belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip rail is damaged. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer confirmed physical damage (crack or scratch) on the pump not related to the retainer ring. Confirmed transmitter serial number is programmed in manage devices screen. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1885 was requested and customer responded the device was returned.